Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, the hard disk and installed the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that hard disk and flexvision pc were failing. Philips has started an investigation of this complaint.